Event description:
During a reoperation, the surgeon located a component that disengaged from the device during the original surgery. The surgeon has indicated that the disengaged component was not the cause for the reoperation.